Manufacturer narrative:
(B)(4). The nurse reported that fluid is still able to pass through the transfer set even when the lock is locked.

Manufacturer narrative:
(B)(4).a batch review will be performed for the lot number provided. The sample was requested. If the device is returned for evaluation or should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Two (2) cassettes were received and evaluated in reference to report of a connection issue. Upon visual inspection of the sets one of the sets had the drain port pull ring cap missing. The second set had no visual defects noted. The reported condition was confirmed. The batch review records document the acceptable inspections and testing for the finished product with no product nonconformances associated with this type of occurrence. Based on the information gathered during baxter's investigation, the root cause of the connection issue was due to a missing pull ring cap on the drain port. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses product sample quantity 1 of 2.a home patient (hp) reported to baxter (B)(4) that the patient line had a loose covering. There was no patient injury or medical intervention reported.